Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the implant of this 27-millimeter (mm) atrial septal defect (asd) occluder, transoesophageal echocardiography (toe) demonstrated a 16 mm by 16 mm asd with sufficient rims to the inferior vena cava (ivc) and pulmonary veins. An 8mm superior vena cava (svc) rim and deficient aortic rim were noted. The defect was sized to 26 mm using a 34 mm sizing balloon with trivial leak noted around the balloon on toe. During implant of the device the position was verified via toe and the device was released. A stable device position was confirmed. No complications during the implant procedure were reported. The day after implant a transthoracic echocardiogram (tte) was satisfactory and the patient was discharged. Two days after implant the patient experienced chest discomfort. Three days after implant the patient was admitted to the hospital with worsened chest pain and a small pericardial effusion was identified. The patient was transferred to the implanting facility and five days after implant the device was explanted. Hemopericardium was found and the left atrial disk of the device had eroded through roof of the left atrium. The erosion was noted to be for a distance of several mm. No anomalies were found with the device post explant. It was confirmed that the patient recovered well after surgery. No further patient complications were reported.

Manufacturer narrative:
An event of chest pain, pericardial effusion, and erosion was reported. The device was not returned therefore no visual inspection or function testing of the actual device could be conducted. A device history review (DHR) revealed no deviations. The device passed all visual and functional tests and met all specifications at the time of production. Packaging and shipping were according to process. The environmental conditions were within limits during storage. Two medical experts reviewed the available data and imaging. Per one medical expert the device appeared oversized and appeared to be impressing the atrial wall and the aorta more than usual after release. The second medical expert noted a moderate sized secundum atrial septal defect (asd), a small perimembranous ventricular septal defect (vsd), a short but adequate superior rim, and a deficient aortic rim. The medical expert stated the final size selection from the balloon sizing may have been slightly oversized when compared to the two-dimensional sizing from the transesophageal echocardiogram (tee), which could contribute to erosion. Based on the investigation findings a production-related failure could be excluded. Based on the limited information that was received, a root-cause of the reported event could not be conclusively determined. Erosion is a known adverse event and listed as an adverse event in the corresponding instructions for use (IFU). The IFU includes warnings and precautions in order mitigate the risk of erosion.